Event description:
It was reported that the customer's insulin pump was not able to prime. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked case at the display window corner, cracked reservoir tube lip, cracked lcd window, broken belt clip slot, and cracked battery tube threads.